Manufacturer narrative:
During inspection and testing, a section of the coating on the bending section was peeled off due to deterioration. The report of damage to the distal end was confirmed. The scope leaked due to holes caused by external factors. In addition, the tip cover was burnt, there were wrinkles on the insertion section due to handling, the curved tube was crushed due to handling, the tube was twisted, angulation was insufficient due to the elongation of the angle wire, the markings on the insertion section were peeling, there were scratches on multiple parts of the device, the angle lever was damaged resulting in an abnormal sound, the adhesive on the bending section was detached, and there was there was fluid on the electrical connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the distal end of the scope was damaged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a section of the coating on the bending section was peeled off. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress during operation, external factors, or handling. Olympus will continue to monitor field performance for this device.